Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This event is to be reported for the events related to the sheath. Please reference related manufacturer report no: 2015691-2019-01229. Investigation is underway.

Event description:
As reported by a field clinical specialist, regarding a 26mm sapien 3 valve in the aortic position via transfemoral approach case. The valve was partially deployed when the pacing was turned off inadvertently. The valve embolized and was able to be retrieved and implanted in the descending aorta. During valve implantation in the descending aorta, the 26mm commander balloon burst due to the patient¿s calcium. During withdrawal, there were difficulties getting the ruptured balloon through the sheath and the sheath ¿accordioned¿. A femoral artery injury was observed during removal and attempts to resolve the bleeding were performed by using a coda balloon; however, the patient had lost too much blood and expired.

Manufacturer narrative:
Date of patient death; the initial report had the incorrect date of patient death submitted as (B)(6) 2019. The correct date of patient death was (B)(6) 2019.

Manufacturer narrative:
The devices were not returned for evaluation. In addition, the device lot number was not provided therefore, a lot history review and device history review could not be performed. Patient imagery was provided for review. The images revealed that tortuosity and calcification was present in the patient¿s access vessels. The occurrence rate did not exceed the march 2019 control limits for the applicable trend category. Based on the review of the instruction for use (IFU) and training manuals, no deficiencies were identified. A review of manufacturing mitigations was performed. During manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x magnification and the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The verification includes visual inspection for abnormalities both before and after seam expansion testing. The work order can only be released if all units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. The event was unable to be confirmed as the device was not returned and no imagery of the device was provided. A review of manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint events. A review of the IFU/training material revealed no deficiencies. As there was no note of abnormalities during device preparation, it is unlikely this issue was present out of box. Per the complaint description, ¿during valve implantation in the descending aorta, the 26mm commander balloon burst due to the patient¿s calcium. During withdrawal, there were difficulties getting the ruptured balloon through the sheath and the sheath ¿accordioned¿.¿ it was also reported that the patient access vessels had moderate tortuosity. The provided patient imagery also reveals that calcification and tortuosity were present in the patient¿s anatomy. A burst balloon can catch on the sheath tip during device removal, creating withdrawal difficulties. In addition, the presence of tortuosity can also create non-coaxial alignment between the delivery system and sheath tip, further creating withdrawal difficulties. As a result, excessive force and manipulation was likely applied to remove the ruptured delivery system balloon, which can damage the sheath and lead to the reported delamination and femoral artery injury. Available information suggests that patient (tortuosity) and/or procedural (burst balloon/excessive force and manipulation) may have contributed to the reported events. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the trend category. Therefore, no corrective or preventative action is required.